Event description:
It was reported that the 9800 systems image started to get dark during a case and by the end of the case the image was not readable (too dark). The customer requested a software reload. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Flashed nodes and reloaded the software and calibration files. The system was tested and found to be working as intended and placed back into service.